Manufacturer narrative:
Additional information has been provided in h.3, h.6 and h.10. A sample was not received at the manufacturing site for evaluation for the report of injector scratched implant; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative indicated that the intraocular lens (iol) was scratched with a damaged injector during an intraocular implantation procedure. Additional information has been requested however, further information has not been received.